Event description:
It was reported to medtronic neurosurgery that a patient underwent a lumbar tap using x-ray to see if the patient¿s shunt was malfunctioning and the catheter was confirmed to be intact. According to the report, on (B)(6) 2015 during lp shunt revision surgery, the lumbar catheter was found to be cut in half. It was also reported that there was no injury to the patient.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of the catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.